Manufacturer narrative:
The device will be repaired and returned to stryker instruments loaner stock.

Event description:
It was reported that the core impaction drill was heating up during an extraction procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The technician noted during service testing at the manufacturer "a liquid that smelt like vinegar" inside of the device.

Event description:
It was reported that the core impaction drill was heating up during an extraction procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.